Event description:
It was reported that during a lobectomy, the device fired malformed staples at the third and fourth firing. Movement of the closing lever was not smooth from the beginning. The procedure was completed by additional suture. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.